Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was around 600 mg/dl with ketones and was hospitalized. Customer bg was treating with an insulin/fluid drip and by administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue. Additionally, it was reported that the insulin gauge was inaccurate and was static and the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.